Event description:
Customer reports, "foreign matter".

Manufacturer narrative:
Date sent to FDA:6/19/98. Summary of investigation: evaluation of the returned sample revealed that a foreign matter embedded on the glove was a metal wire thread. Manufacturing retain samples from the reported lot were examined and did not show any foriegn matter. A review of cleaning records for the glove machine this product was made on did not indicate any loose parts. Manufacturing could not conclusively identify the cause of the foreign matter but suspected that during normal production. The pipe thread came off into the latex plumbing line of the machine this prduct was made on. During conversion of this glove machiine, all loose parts have been removed and/or replaced and the tanks were cleaned. During routine preventative maintenance, the production superviser will continue to check for any loose components to prevent recurrence.